Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's sensor board needs replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported the allegation of a device alarming and not functioning. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.